Event description:
Choking [choking]; been coughing since 5 am [cough]; seems to be irritated [discomfort]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u1d29, expiry date 28th april 2024) for product used for unknown indication. On (B)(6) 2022, the patient started biotene mouth spray (original). On (B)(6) 2022, less than a day after starting biotene mouth spray (original), the patient experienced cough and discomfort. On an unknown date, the patient experienced choking (serious criteria gsk medically significant). The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking was unknown and the outcome of the cough and discomfort were recovering/resolving. It was unknown if the reporter considered the choking, cough and discomfort to be related to biotene mouth spray (original). Additional details: adverse event information was received via call center representative (phone) on (B)(6) 2022. Consumer reported that "biotene spray. This is for my mother she is on the phone with us she is having a problem. She has been coughing since 5 am. It seems to be irritated but it has gotten better. She is been sucking on ice chips but we wanted to know if this is dangerous. Also choking and I wasn't able to talk like I am right now. I seen on the bottle that it can be swallowed without any problem. Lot u1d29. Exp 4/28/2024".

Manufacturer narrative:
Argus case ID: (B)(4).